Event description:
A male patient status post spinal surgery developed bilateral lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe) while hospitalized. Anticoagulation was begun but was discontinued when bleeding from the incision and spinal hematoma developed. The patient was transferred to a tertiary hospital where a crux ivc filter was placed infrarenal without complication. While ambulating in the hospital 6 days later, the patient became hypotensive, tachycardic and complained of intermittent chest pressure. Bilateral pe, linear filling defect in the suprahepatic ivc and supra-renal migration of the crux filter was noted on a CT scan and near complete occlusion of the ivc and bilateral iliac veins noted on ultrasound. Following anticoagulation the filter was retrieved and partial thrombectomy completed with angiovac aspiration intervention. Clinical deterioration due to presumed distal embolization led to pulseless electrical activity (pea) arrest. The patient was emergently taken to the or and median sternotomy for acute pulmonary embolectomy was performed.